Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was 3-1 mg/dl. Troubleshooting steps were guided for power error detected alarm. Customer reported that, the pump has not been exposed to temperatures below 5 degree celsius. Notification light did not immediately stop flashing. Customer will monitor pump and check blood glucose in the morning, if high will change infusion set. Customer declined to troubleshoot the for high blood glucose. Customer stated that, she had cake along with dinner and that may be causing the high. Customer advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.